Event description:
It was reported that during follow-up it was found that the device was in backup vvi mode. The device was restored to normal function. Patient conditions during and after the procedure were good.

Manufacturer narrative:
(B)(4).